Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5594 implantable pacing lead 2003-(B)(6), 4193 implantable pacing lead 2003-(B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to a fractured right ventricular (rv) lead. There was also high impedance. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there were short v-v intervals noted, indicating a sensing issue.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).